Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-06230. It was reported the patient had her scs system removed due to the patient not receiving effective stimulation therapy. Reportedly, the patient's scs system was reprogrammed multiple times but effective stimulation therapy was not achieved.